Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had "loose movement (vibration)". The device was being used during surgery. There were no pt or user injuries that occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.